Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("he left coil was removed intact through the perforation site"), embedded device ("right coil did not perforate completely through the uterus / a portion of the right coil remained within the interstitial portion of the tube as well as within the uterine muscle"), device breakage ("right coil did not perforate completely through the uterus and he was unable to retrieve the device intact.") And device expulsion ("essure coil were more medially located near the top of the uterus, an atypical position") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain") and complication of device removal ("unable to retrieve the device intact"). The patient was treated with surgery (on or around (B)(6) 2016, removal of the essure device performed), surgery (on or around (B)(6) 2016, removal of the essure device performed), surgery (on or around (B)(6) 2016, removal of the essure device performed) and surgery (on or around (B)(6) 2016, removal of the essure device performed). At the time of the report, the perforation, embedded device, device breakage, device expulsion, back pain and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered back pain, device breakage, device expulsion, embedded device and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: coils were more medially located near the top of t (B)(6) 2016: hysterosalpingogram (hsg) test: the test indicated essure coils were more medially located near the top of the uterus, an atypical position. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("he left coil was removed intact through the perforation site /perforation (fallopian tube(s)),/ hsg reveals perforation essure coil through tube"), uterine perforation ("perforation (uterus) / right coil did not perforate completely through the uterus / a portion of the right coil remained within the interstitial portion of the tube as well as within the uterine muscle / coil was embedded in her uterus") and device breakage ("right coil did not perforate completely through the uterus and he was unable to retrieve the device intact.") In a 23-year-old female patient who had essure (batch no. D08060 , cs000xf) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragaurd. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), complication of device removal ("unable to retrieve the device intact"), menstruation irregular ("hormonal changes describe: developed irregular menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on or around (B)(6) 2016, removal of the essure device performed), surgery (essure removal with bilateral partial salpingectomy.) And surgery (on or around (B)(6) 2016, removal of the essure device performed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, back pain and complication of device removal outcome was unknown and the uterine perforation, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pain and abdominal pain had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: hsg test reveals failure to occlude (close), fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes (B)(6) 2016: hysterosalpingogram (hsg) test: the test indicated essure coils were more medially located near the top of the uterus, an atypical position. Impression: two essure, coils are present, but they are not located within the fallopian tubes. The fallopian tubes remain patent bilaterally. Batch number: cs000xf manufacturing date:28-apr-2015 expiration date: 28-apr-2018. Batch number: d08060 manufacturing date:17-sep-2015 expiration date: 28-sep-2017. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("he left coil was removed intact through the perforation site /perforation (fallopian tube(s)),/ hsg reveals perforation essure coil through tube"), uterine perforation ("perforation (uterus) / right coil did not perforate completely through the uterus / a portion of the right coil remained within the interstitial portion of the tube as well as within the uterine muscle / coil was embedded in her uterus") and device breakage ("right coil did not perforate completely through the uterus and he was unable to retrieve the device intact.") In a 23-year-old female patient who had essure (batch no. D08060 , cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragaurd. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), complication of device removal ("unable to retrieve the device intact"), menstruation irregular ("hormonal changes describe: developed irregular menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on or around (B)(6) 2016, removal of the essure device performed), surgery (essure removal with bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, back pain and complication of device removal outcome was unknown and the uterine perforation, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pain and abdominal pain had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: hsg test reveals failure to occlude (close), fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes (B)(6) 2016: hysterosalpingogram (hsg) test: the test indicated essure coils were more medially located near the top of the uterus, an atypical position. Impression: two essure, coils are present, but they are not located within the fallopian tubes. The fallopian tubes remain patent bilaterally. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs & mr received. Reporter information added. Lot number was added. Date of insertion was, lab data was updated. Patient¿s demographics were added. Event added as per pfs developed irregular menstrual cycle, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge perforation (fallopian tube(s)), perforation (uterus), abdominal pain, vaginal pain. Updated onset date, outcome of events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.